Event description:
A soldier stepped into the exam office and said that he had dry eyes. He took a solution of blink contacts lubricating eye drops off the counter and put one drop in his eye. His eye immediately turned red and the pt stated his eye was burning. Treatment was provided in the form of flushing the eye with sterile saline and the pt continued through the demobilization process. A second soldier then proceeded to ascertain whether it was the eye drops that caused the eye issue. This soldier placed a single drop in their eye and a similar result occurred. The treatment provided was the same; an eye flush with sterile saline. Upon further investigation, a smell of chlorine was detected in the eye drop solution. This smell was confirmed by both optometrists, who do not know why a chlorine smell would have been present in said solution. The eye returned to it's normal state after about a half hour with some residual irritation remaining for several hours after the incident.